Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded 3 cfu comprised of the following 3 isolates: positive cocci - staphylococcus epidermidis, positive cocci - kocuria rhizophila, positive cocci - paracoccus yeei (1 cfu). Study number (B)(6). The 1 cfu of the isolate paracoccus yeei was miscategorized as a low/moderate concern bacteria which resulted in the duodenoscope not being returned to pentax for evaluation and resampling after the event occurred. After the device was returned to service at the facility following the event, the next 5 samplings (sampling dates: (B)(6) 2018, (B)(6) 2018, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019) met the acceptance criteria for sampling by falling into one of the following categories: (zero) cfu of high concern bacteria, 0 (zero) cfu of low/moderate concern bacteria, 1-10 cfu of low/moderate concern bacteria.